Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone insulation on the hemopro jaws came off of the device. After the procedure, it was observed that the pt had suffered an external burn. The hospital intends to return the product in question.